Event description:
A technician reported a pt with stage one diffuse lamellar keratitis (dlk) in the right eye one day following lasik treatment. The pt was treated with increased steroid drops every two hours. In a f/u with a technician, she stated the pt was last seen on (B)(6) 2013 and the dlk had resolved. The pt was no longer using the steroid drops and is scheduled to return in three months.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).